Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past year based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208700, model: sc-2208-70, serial: (B)(6), batch: a42886. Product family: scs-ipg r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 21628981.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. It was also noted that the patient has to bend his head for better relief. The patient underwent a revision procedure wherein the leads and ipg were replaced with and MRI compatible devices. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.